Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient burn could not be conclusively determined. The IFU states "avoid inserting rf cannula to the point where the hub comes in contact with the skin."

Event description:
During a c4-c7 cervical ablation procedure, a patient burn occurred. Two neurotherm 5cm rf needles and one neurotherm 10cm rf needle were placed along the cervical spine. Three neurotherm rf electrodes of corresponding length were inserted through the needles. One 5cm needle was inserted until the hub was in contact with the patient's skin and would not reach temperature after successful motor and sensory testing at all three sites. An auto-lesion was initiated on all three electrodes but this 5cm electrode registered no temperature change. At the end of the lesion, the electrode was removed and the electrode was making a sizzling noise. A red lesion was noted with a discrete black circle in the center where the rf needle was in contact with the skin. The case was aborted; the burn was treated with bacitracin and covered with a sterile bandage. The burn was healing appropriately with no signs of infection.

Manufacturer narrative:
The device met specifications prior to release from the manufacturing facility as supported by the device history record.